Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawers did not open - drawers 9 and 10 highlighted in yellow was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawers 9 and 10 did not open during restock. The fse replaced the controller card for drawers 9 and 10 due to failure and no leds on the card. Reassigned the drawers and had the customer insert and remove cubies to confirm proper operation with no issues observed. During dchu visual inspection: pn 151730-21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components, or other anomalies were observed. During dchu testing: pn 151730-21: no further testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 9 and 10 failed to open. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage to component u501 on the pcba pmc pyxis mini. There were no adverse events or injuries reported based on this event.